Event description:
Reported that biopsy device misfired twice resulting in two additional biopsy attempts. During these two attempts, no tissue sample returned. Post procedure imaging negative for subcapsular bleeding at biopsy site. During recovery period, patient developed hypotension and a follow-up abdominal/pelvis CT scan completed. Bleeding identified right lobe of liver. Required embolization.